Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience reoccurring incontinence. A surgical procedure was performed, and the device was explanted. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.